Event description:
It was reported difficult deflation was encountered during an unknown procedure which resulted in percutaneous puncture of the balloon. The pt's condition is good. No further details are available regarding the circumstances of this event and co's follow up attmepts have been unsuccessful. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Without evaluating the device and without further details about the event, co is unable to determine the cause for this event.